Manufacturer narrative:
There is no evidence of device malfunction.

Event description:
Vascade 6/7f was deployed in patient normally and without complication following le intervention on opposite leg. The patient was compliant throughout stay and followed discharge instructions. At approx. 3am, the patient woke up to a large amount of bleeding from the access site. 911 was called and she was taken to the ER. There she received manual compression and 5 units of blood. She returned to stable condition and was discharged the following day. She underwent a second procedure 1 week later with no complications.